Event description:
Related manufacturer reference number:2017865-2021-31204. It was reported that the patient presented in-clinic for a follow-up check. Upon review, the right ventricle lead exhibited failure to capture and failure to sense. X-ray revealed that both the right ventricle and right atrial leads were dislodged. The right ventricle lead was capped and replaced on (B)(6) 2021. Only programming changes were made on the right atrial lead since the patient had chronic atrial fibrillation. Patient was stable.